Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a split microintroducer sheath is confirmed, but the exact cause could not be determined. One 5.0 fr microintroducer was returned for evaluation. An initial visual observation showed some use residues throughout the returned microintroducer. A microscopic observation revealed a smooth transition at the distal end of the sheath. A longitudinal split in the sheath was observed at the distal end of the gray sheath. The split was measured to be about 0.092 in. In length. Because a longitudinal sheath split was found at the distal tip of the microintroducer, the complaint of difficulty inserting a microintroducer is confirmed but the cause could not be determined. Possible causes may include manufacturing processes or other unknown environmental factors. This complaint will be recorded for future trending and monitoring purposes. The investigation was forwarded to the manufacturing facility for further evaluation, and bd is working closely with the manufacturing facility to prevent recurrence of the reported event.

Event description:
It was reported that the introducer would not go in. No adverse events or patient harm. 1/17/2024 - one introducer was returned for evaluation and found to exhibit a split at the distal end.